Event description:
Case determine reportable based on investigation approved on 19-jul-2006. It was reported that during a coronary angioplasty procedure, when opening the package of the liberte' monorail stent delivery system, the stent was not crimped on the balloon. The device was not used. The lesion to be treated was in the right coronary artery (rca). The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as a 'good.'

Manufacturer narrative:
Product analysis verified that the stent had moved on the balloon. The delivery device with the stent on the balloon was received and the stent had moved distally on the balloon approximately 19 millimters. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for top assembly batch 8143370 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The exact cause of the stent movement could not be determined.